Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is user error, specifically improper bone preparation and failure to fully seat the screwdriver in the screw, as noted on dfu-0111-eor3_fmt_en, interference screws, section g. Precautions: 6. Bio-absorbable interference screw only: it is important to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal. The complaint allegation was not confirmed. No evidence of that failure was received.

Event description:
Additional information was received on 10/20/2025: this issue occurred during an acl reconstruction and meniscal repair procedure on (B)(6) 2025. The anchor remained in the patient, and the fragments were retrieved. The procedure was completed using a replacement ar-4030c-10 fastthread biocomposite interference screw from lot number 15156623. The case proceeded without delay, and no additional anesthesia was required.

Manufacturer narrative:
Additional information: b5, h3, h6.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/13/2025, it was reported by an arthrex subsidiary employee via email that an ar-4030c-10 fastthread biocomposite interference screw fractured during tibial fixation. The surgeon was able to insert approximately half of the screw using the screwdriver, but it would not advance further. Upon removing the screwdriver, the screw was found to be fractured. This issue was discovered during a procedure performed on (B)(6) 2025.